Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was discovered that the labeling for the spine instrument set does not state, that the instrument can only be used once.